Event description:
It was reported that the stent jumped during deployment. The target lesion was located in the moderately tortuous common iliac artery. A 14x60x120 epic stent was advanced to treat the lesion. However, during deployment, the stent jumped about 0.5mm-1.5mm. The procedure was completed with no complications. The patient's status was good.